Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No electrograms were captured, and the sensing integrity counter (sic) was zero. Lead impedance was within range.

Event description:
It was reported that upon interrogation the right ventricular (rv) lead exhibited possible intermittent r wave double counting. Upon conclusion of the interrogation the issue was no longer observed. No adjustments were made and the lead remains in use. It was also reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. Settings were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.